Manufacturer narrative:
(B)(6)

Event description:
The customer stated that they received erroneous results for two patient samples tested for li lithium on a cobas 8000 c (701) module. No erroneous results were reported outside of the laboratory. The first sample initially resulted with a li value of 1.0 mmol/l. The sample was repeated twice, resulting as 0.5 mmol/l and 0.5 mmol/l. The second sample initially resulted with a li value of 0.8 mmol/l. The sample was repeated twice, resulting as 0.2 mmol/l and 0.5 mmol/l. No adverse events were alleged to have occurred with the patients. The li reagent lot number and expiration date were asked for, but not provided. Precision studies were performed. The customer stated that proficiency sample recovery was poor about a month ago and that they have had additional questionable results for patients tested for li. Based on this,the customer started testing li in duplicate for all patient samples. Quality controls tested for li have been fine and all other controls recover fine. The customer stated that they had similar issues in the past where the ultrasonic mixer was adjusted incorrectly. The field service engineer checked the ultrasonic mixers and these are correctly set up. The instrument is washing probes correctly and no carry over is observed. Special washes on the instrument have been set up correctly. The field service engineer later checked the gear pump pressure and wash tubing; all were ok. Sample pipetting, reagent pipetting, and carryover tests were performed; all values were within specifications. The field application specialist (fas) found that some samples were processed on a modular pre-analytics system prior to testing and some were tested using the primary tube. The fas also stated that while the customer was testing samples in duplicate, samples with high results were observed. Repeat results from these samples were lower. No erroneous results from these samples were reported outside of the laboratory and no adverse events were alleged. The customer also noted that the same issue started occurring on another analyzer line. No further details were provided. Additional precision studies were performed and these were good. Additional probe washes were programmed on the analyzer for the li assay.

Manufacturer narrative:
The customer did not have any further issues after the service actions. Investigations determined the issue to be resolved by the service actions.